Manufacturer narrative:
Device was received with a pump error 37 alarm during rewind due to moisture ingress. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms. Unable to confirm keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer stated that the insulin pump passed self test. Customer stated that the insulin pump had stuck button error alarm. Customer stated they did not press button for more than 3 minutes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.